Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with fortaz intraperitoneally (ip) (dosage, frequency, and duration not reported), vancomycin ip 1 dose (dosage not reported), and oral cipro (dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date, fortaz therapy was discontinued due to a patient reaction. After 7 days of hospitalization for the peritonitis event, the patient was discharged. Dianeal therapy was ongoing. The patient was recovering from the peritonitis event. Twenty-six days after the initial onset of peritonitis in the month following the first episode, the patient experienced recurrent peritonitis. Beginning on the same day as the onset of the recurrent peritonitis, the patient was treated with gentamycin (dosage, route, frequency, and duration not reported). It was reported that gentamycin therapy was ongoing. Additional information was requested but is not available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.